Event description:
G2x ivc filter found to be multiply fractured, half of one leg in right psoas, one arm retained intravascular in filter, all but extravascular fragment removed with forceps. FDA safety report ID# (B)(4).